Event description:
Litigation alleged the patient suffered pain, disability and exposure to chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
**Update** (B)(4) 2014 - medical records were obtained. Dor provided. Medical records indicate patient was revised due to yellow/gray fluid collection, metallosis, tissue staining, and very little bony ingrowth on the cup. The information received does not change the MDR decision.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.